Event description:
It was reported that this right ventricular (rv) lead exhibited a change in pace impedance measurements and sensing and was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.